Manufacturer narrative:
The customer reports that while in patient use, they received a chkdsk error on their cns (central nurses station) and was prompted to do a ctrl+alt+del. Upon doing so, the cns would not boot up properly. The hard drive was switched to the secondary drive. When powered up, the cns would not move pass the splash screen. After further troubleshooting, it was discovered that both hard drives were defective as neither drives would boot back up into the software. Drive 1 displayed a "degraded" error, whereas drive 2 displayed a "could not find operating system" error. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reports that while in patient use, they received a chkdsk error on their cns (central nurses station) and was prompted to do a ctrl+alt+del.

Manufacturer narrative:
The customer reports that while in patient use, they received a chkdsk error on their cns (central nurses station) and was promoted to do a ctrl+alt+del. Upon doing so, the cns would not boot up properly. The hard drive was switched to the secondary drive. When powered up, the cns would not move pass the splash screen. After further troubleshooting, it was discovered that both hard dives were defective as neither drives would boot back up into the software. Drive 1 displayed a "degraded" error, whereas drive 2 displayed a "could not find operating system" error. The device was returned for evaluation and the reported problem was duplicated. The hard drives were replaced and unit was tested and operates per manufacturer specification. The repaired unit was then returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.